Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had sensor reading discrepancies and the insulin pump kept going into threshold suspend. The customer stated that the sensor was reading 50mg/dl to 60mg/dl, but blood glucose value was 140 mg/dl. The customer was advised about insertion and calibration best practices. The customer also reported receiving calibration error and change sensor alerts. It was advised to remove the sensor. The customer indicated the sensor cannula was straight. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened or used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a paradigm pump. Connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Cannot performed bts test as the sensor is beyond its expiration date.